Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred while trying to cross lesion. The procedure was converted to carotid endarterectomy (cea).

Manufacturer narrative:
As the complaint was caused by a third party device, this complaint has been voided and no investigation will be performed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred while trying to cross lesion. The procedure was converted to carotid endarterectomy (cea).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.